Manufacturer narrative:
B3: date of event- approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that there was insufficient ice caused by the console. A visual-ice cryoablation system was observed to only reach a temperature of 105 degrees, regardless of which needle or which channel is used. A needle was tested by the boston scientific representative as well, and the desired ice ball dimensions were not reached. There was no patient involvement.